Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the battery handpiece device and the reported condition that the device was making a small noise and stopped working was confirmed. An assessment was performed, and it was determined that the unit did not run, and the triggers of the device did not move smoothly. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the housing of the battery handpiece device showed deformation and did not pass the roundness check, and the triggers of the device were not running perfectly but did not cause any unexpected malfunctions. It was further determined that the device failed pretest for general condition, check for sticky triggers, and check the roundness of the housing. It was noted in the service order that during pre-surgery testing prior to an open reduction internal fixation (orif) surgical procedure for subtrochanteric fracture of femur the handpiece device only made a small noise and did not work. The battery was replaced with another battery, but the same event occurred, and the device did not work. An unspecified spare device was available, and the procedure was successfully completed. After the surgery, the sales rep checked the handpiece in question again. When the handpiece in question was used with the hospital-owned battery, it only made a small noise and did not work. But when the battery which was set in the handpiece in question used with the hospital-owned handpiece, the hospital-owned handpiece worked without any problem. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.